Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported that his wife's infusion set's tubing came apart at the quick release while sitting down. The site location was at the left side of her stomach and the pump was on the same side in relation to the site. The infusion had been in use for 36 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.